Manufacturer narrative:
(B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and found that the battery malfunctioned and was damaged. It was further noted that the device did not charge. The assignable root cause was determined to be due to strain/wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the power module device malfunctioned and was damaged. It was noted in the service order that the device did not charge. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: evaluation: upon further review of the device evaluation, it was determined that the assignable root cause was incorrect. The assignable root cause has been corrected from strain/wear from normal use and servicing to undetermined. The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed and suggests that the safety fuses from the battery blew due to overvoltage. It was not detected any signs of damage caused by dropping or liquid. The root cause cannot be determined with precision. The investigation suggests that an electric component failure occurred and there are different causes than can lead to this malfunction, but, it could not be fully determined. Therefore, the assignable root cause was could not be determined. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.